Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of this incident, it was determined that an incorrect medication quantity was displayed when attempting to issue. A technical support specialist (tss) guided the customer on how to modify the item quantity, enabling to issue the medication without any further issues and the case was closed. The system functioned as intended after the technical support specialist assisted the customer.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux have an incorrect quantity of medication. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux had a station with a incorrect quantity of medication. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.